Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was for the past year the patient has not had therapy and felt like they don't even have an implant. They get up three times per night to go to the bathroom. They met with a manufacturer representative (rep) who did some diagnostic testing and told the patient that they have 1 electrode out because they could turn it up to the max and not feel anything. The rep put them on a different program but it did not help. The patient met with the rep, "a couple months ago - maybe august." They were supposed to meet with the rep another time, but the appointment had to be canceled because the rep was running late. They have not had any falls or trauma, but it feels like the device has shifted. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed. It was offered to help the patient change programs, but they said that has been done already. The patient was redirected to their healthcare provider to evaluate the system.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1nenl serial# implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.